Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site. The fse performed a planned maintenance (pm) which resolved the odor/smells issue. The vacuum pump oil, catalytic decomp filter, oil mist filter and adapter converter were replaced from the pm kit to resolve the odor/smells issue. Unit meets specifications and was returned to service on 09/01/2016.

Event description:
A customer reported an event of an odor emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for evaluation. The assignable cause of the odor/smells issue is the oil mist filter, catalytic decomp filter, adapter converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.